Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On an unspecified date and time, a sample was collected from a patient. The customer was not following pi as customer was using testing for international screening. On (B)(6) 2022, the original sample was processed per pi on the xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 positive, flu a negative, flu b negative rsv negative. This result was not reported to a physician. On (B)(6) 2022, the original sample was retested and processed per pi on xpert xpress sars-cov-2/flu/rsv. The result was sars-cov-2 negative, flu a negative, flu b negative rsv negative. This result was not reported to a physician. There is no information about the outcome or treatment of patient available. This case involves a specimen that tested positive for sarscov2 by xpert xpress cov-2/flu/rsv plus, with CT value consistent with low target concentration. The test was repeated on the same specimen and was negative with no evidence of sarscov2 amplification. Spc target showed normal amplification, with no evidence of product malfunction. There was no reported harm to the asymptomatic person tested, as a result of the discrepancy. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On an unspecified date and time, a sample was collected from a patient. The customer was not following pi as customer was using testing for international screening. On (B)(6) 2022, the original sample was processed per pi on the xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 positive, flu a negative, flu b negative rsv negative. This result was not reported to a physician. On (B)(6) 2022, the original sample was retested and processed per pi on xpert xpress sars-cov-2/flu/rsv. The result was sars-cov-2 negative, flu a negative, flub negative rsv negative. This result was not reported to a physician. There is no information about the outcome or treatment of patient available.